Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device use was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.